Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified both of the liners had damage to the locking feature. Liner with lot j7014710 (7042419) also had an indentation to the od of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the image provided was of the final implanted products. They did not enhance the investigation as the reported issue was to do with the returned components. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the previous event description provided.

Event description:
It was reported that the liner would not seat in the osseoti shell. A new shell was required to complete the procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: mdr328147 and mdr328148. Concomitant medical products: item number: 00625006525, item name: bone scr 6.5x25 self-tap, lot # j7222341, item number: 31-323230 item name: 3.2mmx30mm rnglc+ acet drl bit, lot # 731380, item number: 00625006520 item name: bone scr 6.5x20 self-tap, lot #j7278081, item number: 00625006530 item name: bone scr 6.5x30 self-tap, lot # j7007847, item number: 00625006540 item name: bone scr 6.5x40 self-tap, lot # j7332696, item number: 110010269 item name: g7 osseoti multihole 62mm h, lot #6902757, item number: 802403606 item name: zb 12/14 cocr frdm 36mm x +9, lot # 3062343, item number: 00625006515 item name: bone scr 6.5x15 self-tap, lot # j6867004, item number: 00625006515 item name: bone scr 6.5x15 self-tap, lot # j6993494, item number: 00625006530 item name: bone scr 6.5x30 self-tap, lot # j6960420, item number: 30253608 item name: g7 vit e frdm const +5mm 36h, lot # 65330653. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.